Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. The lead was explanted. The patient was hospitalized, and antibiotics were given. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.